Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   (Dhrs) (device history review) for the fs libre sensor and fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported being unable to receive sensor scan results after wearing the adc freestyle libre sensor for 5 days due to a "replace sensor" error message. The customer subsequently lost consciousness and an ambulance was called. The customer was diagnosed with hypoglycemia and an hcp administered glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to receive sensor scan results after wearing the adc freestyle libre sensor for 5 days due to a "replace sensor" error message. The customer subsequently lost consciousness and an ambulance was called. The customer was diagnosed with hypoglycemia and an hcp administered glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The returned sensor plug was properly seated in the mount. A visual inspection on the sensor tail was performed, watermark observed on the sensor tail base. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and performed simvivo test. All results were within specification and no malfunction or product deficiency was identified.

Event description:
A customer reported being unable to receive sensor scan results after wearing the adc freestyle libre sensor for 5 days due to a "replace sensor" error message. The customer subsequently lost consciousness and an ambulance was called. The customer was diagnosed with hypoglycemia and an hcp administered glucagon for treatment. There was no report of death or permanent impairment associated with this event.